Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y, after the device was inserted into the trocar the jaws would not open. The device was not stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)